Manufacturer narrative:
Corrected data: h6- health effect - clinical code: "2137" should be added. H6- health effect - impact code: "4629" should be removed and "4627" should be added. H6- medical device problem code:"2993" should be added. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional and refraction (functional) verification was performed and the lens was found to be in specification. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -12.00/+2.5/088 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2022. The lens was removed on(B)(6) 2023 due to lens rotation not associated to a low vault and the patient experienced a refractive surprise. The lens was repositioned on (B)(6) 2023 but the problem was not resolved, so the lens was removed. The lens was replaced with a longer lens and the problem was resolved.

Manufacturer narrative:
Unk. Unk. Unk. Device code: 1494 - this lens model is contraindicated for patients with age less than that of 21 years. Claim # (B)(4).